Event description:
It was reported that the 8800 system showed no image during a case. Used another system to complete the case. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the interconnect (lemo) cable. The system was tested and found to be working as intended and placed back into service.